Manufacturer narrative:
The surgeon claimed technique was responsible for the initial intraoperative fracture that necessitated revision surgery. The implants associated with the revision surgery are not suspect of the problem, and no other similar issues have been reported for other implants from this lot.

Event description:
Revision surgery was conducted due to an unrecognised intraoperative fracture during initial implantation. Stem and head were revised.